Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that the needle did not fully retract. The rn engaged the safety mechanism on the piv and proceeded to dispose of the device into the sharps container. While holding the piv vertically, she placed her index finger over the opening where the needle retracts into the rear of the device. At that time, the nurse felt a slight prick. Upon squeezing her finger, she observed a small drop of blood at the site.